Manufacturer narrative:
(B)(4). Batch # n91p3m. The following information was requested, but unavailable: did more than one clip feed into the jaws at one time? Did the clips fall into the patient? If yes, were they retrieved? How was the procedure completed? Were there any patient consequence? Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 5 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A manufacturing record evaluation was performed for the finished device lot n4ln09 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch n91p3m number, and no non-conformances were identified.

Event description:
It was reported that the clippers did not work, when the trigger was activated, fell 2 clamps into the patient's cavity. Procedure: cholecystectomy.